Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: a distal portion was received measuring 43.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concommitant product: product ID 407645 crdm non-defib lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was high unstable thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. It was also reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.